Event description:
Ous MDR - after an implantation period of about 71 months, impedance values up to 2532 ohm were reported. The lead remained implanted at that time. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the analysis is based on the received programmer data. The inspection of the returned programmer data revealed an increased pacing impedance on the right ventricular lead up to 1137 ohm. An out of range lead pacing impedance could not be confirmed. Based on the information available the root cause for the clinical observation could not be determined. Should additional information or the device itself become available for analysis, the investigation will be updated.